Manufacturer narrative:
UDI: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Screws and extensions were assembled by a very experienced scrub nurse. Screws were inserted without incident. As the rods were being passed, the extension came off of the right l4 screw. No unusual force was being applied to the extension / screw at the moment the extension / screw came apart. After trying several different methods to salvage the construct (B)(6) reinserted the guidewires into the l3 and l5 screws and removed them to make it easier to visualize the remaining l4 screw. Then with good visualization a guidewire was placed in the l3 screw and the driver was positioned over the guidewire and into the v2 pedicle screw which was then removed. Then the l3 and l5 screws were reinserted and the l4 screw was replaced with a 6x40mm v2 screw. The rod was then placed the set screws were inserted and the remainder of the case concluded without event. Construct: tlif mis with tlif cages at l3-l4 and l4-l5/mis pedicle screws at l3-l5.